Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one powerport isp MRI port kit without flushing connector or vein pick. Port was returned with a small catheter segment still attached to the port body, catheter segment extends 1 cm distal to the cath lock and ends in a complete circumferential break. The complete circumferential break shows clear signs of sharp instrument damage on both the proximal and distal ends of the break. However, as no circumferential break was reported and because it is common for users to cut devices to decommission them this finding is considered incidental. Both segments of the returned device and both non-coring needles were patent to infusion and aspiration. However, because the device was cut in half the investigation will remain inconclusive for the alleged failure to aspirate due to the returned sample condition. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported there was no blood return from the port. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation is currently under way.

Event description:
It was reported there was no blood return from the port. There was no reported patient injury.